Event description:
It was reported that bd insyte autoguard bc catheter releases prematurely resulting the inability to tread the catheter and needle piercing the catheter. The following information was provided by the initial reporter: when performing venipuncture in preop, the nurse noticed a flash of blood indicating that she had successfully entered the lumen of the vein. When she went to advance the catheter, she met resistance and noticed a bleb indicating that there was fluid outside of the vein. The nurse pulled the IV catheter and needle out and saw that the sheath was bent and no longer covering the needle. The opportunity to "rethread" the catheter sheath over the needle never happened but instead the sheath "popped off" the needle. We are moving forward with an education assessment for our staff. All affected product has been pulled from the shelf and I am monitoring for any further occurrence.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Manufacturer narrative:
Investigation results: as no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.